Event description:
It was reported that this patient's communicator recorded a red call doctor (rcd) icon alert, which indicates a potential change in the patient's implanted device. Technical services verified connections, but the issue remained unresolved. Apparently, the patient's internet service is spotty sometimes. Ts sent the patient an ethernet cable and hotspot adapter. Further information received indicates that this rcd alert was triggered due to high pacing impedance out-of-range on the right ventricular (rv) lead. Ts indicated that this impedance has gradually increase for months since reaching over 2000 ohms, triggering a lead safety switch. Reportedly, gradual rises in impedance are not indicative of a lead failure and are more likely to be related to a physiologic change. Subsequently, this rv lead configuration was changed to unipolar as corrective actions, it remains in service and no adverse patient effects were reported.